Event description:
My wife had dbs cortical stimulator implanted in (B)(6) to treat her epilepsy. She got into status during the surgery and she had many more complications which required long ICU stay and required tracheostomy. Her health has severely deteriorated and she is still hospitalized till today. The whole family is suffering and I regret implanting the device. Not sure if the side effects are caused by the device itself or was implanted incorrectly. It's worth investigating to avoid harm to other patients. Am available to discuss the matter further. FDA safety report ID# (B)(4).